Manufacturer narrative:
Final analysis concluded the leadscrew was not rotating properly as the result of a missing e-clip on the drive nut assembly.

Event description:
Customer call to report unexplained high bgs. Troubleshooting was conducted and the leadscrew did not make a complete rotation during the 7.2 test. Instructed to remove and return pump.